Event description:
It was reported that the patient underwent gynecological procedure on an unknown date to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, abnormal voided urine specimens, urinary tract infection, recurrent bladder infection, odorous urine, seeing dark flecks in her urine, fatigue, mild urgency, urinary leakage, frequency, vaginal yeast infection, and vaginal irritation.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, abnormal voided urine specimens, urinary tract infection, recurrent bladder infection, odorous urine, seeing dark flecks in her urine, fatigue, mild urgency, urinary leakage, frequency, vaginal yeast infection, and vaginal irritation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation on (B)(6) 2010 to treat stress urinary incontinence. The patient underwent excision of mesh from the anterior vaginal wall on (B)(6) 2011 due to erosion into the anterior vaginal wall. On (B)(6) 2012, she underwent vaginal mesh excision of previous bladder sling due to extrusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.